Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of approx. 75 months, ventricular oversensing was reported. As the patient was asymptomatic, it was decided to leave the lead implanted without any changes at that time. No adverse patient side effects have been reported.